Manufacturer narrative:
This report is submitted on january 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap in (B)(6) 2017. Subsequently the patient was treated with antibiotics (type and duration not reported). The skin flap has reportedly healed and the implanted device remains.